Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional three (3) proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with four proglide devices using the pre-close technique via an 8f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed for all four devices. Proglide use was abandoned. The sheath was upsized to 11f and 19f. The aaa procedure was completed. Hemostasis was achieved at the access site with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.